Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir was leaking from the orings. Troubleshooting was done. Customer's blood glucose was 580 mg/dl. Customer treated by changing reservoir and infusion set. The customer was advised to return the reservoir for analysis. Advised the customer the reservoir would be replaced. Customer stated that the insulin pump needs replacement too, to find out why it was leaking inside. No further information provided.